Event description:
It was reported that a no-flow condition occurred during use of a one-link y-type microbore catheter extension set. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.